Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to incorrect or unstable printer configuration. A technical support specialist dialed into the station and configured the printer by following the knowledge article. Customer communication was maintained, and urgency was acknowledged due to impact on insulin dispensing and patient care. Upon review, it was found that someone had previously accessed the station and corrected the printer configuration. A callback verification with the customer confirmed the printer was functioning properly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, zebra printer barcode was not recognized. There were no adverse events or injuries reported based on this event.